Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the hematoma near the lead was removed but the leg weakness didn¿t resolve. The rep reported that the system was explanted on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 02-oct-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a successful scs implant with a 5-6-5 lead on (B)(6) 2019. The rep said the lead was in the thoracic spine covering approximately t8, t9, and t10. The rep met with the patient on (B)(6) in the recovery room to set up the patient programmer, recharger and do some basic education. The patient stated they were happy the procedure went well and they were focusing on recovering from the procedural pain. The patient had not yet turned the stimulation on as they were recovering from surgery. The hcp contacted the rep and stated the patient was experiencing leg weakness. The rep confirmed with the hcp that the scs unit was off and had not been turned on since the procedure. The hcp sent the patient for diagnostic imaging and determined there was a hematoma near the lead area. The hcp brought the patient back to surgery on (B)(6) to attempt to remove the hematoma and preserve the scs components. The rep said they would follow up with the hcp to find the results of the procedure. There were no known factors that may have led to the issue. No device issues were reported. No further complications were reported.